Manufacturer narrative:
Concomitant medical product: 5867-3m adaptor; 5076-58 lead; dtba1d1 crt-d implanted:(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated short v-v intervals. Noise was also observed and the rv lead remains in use. No patient complications have been reported as a result of this event.